Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic posterior distal tip was scratched. The optic has small cracks located on the anterior of one haptic or optic junction and on the optic. There were no scratches observed on the optic. The cracks on the optic were most likely interpreted as the reported complaint. Product history records were reviewed and the documentation indicated the product met release criteria. Company cartridge (model unknown) and viscoelastic were indicated. The handpiece information was not provided. Without the model of company cartridge and model of handpiece information, it cannot be confirmed if a qualified product combination was used. The root cause cannot be determined for the reported complaint of the lens was in the charger but would not advance, so scratches. The lens was not returned in a cartridge, but replaced into a lens case. The used lens was evaluated. One haptic was scratched on posterior. The optic has small cracks on one haptic or optic junction and onto the optic. The small cracks on optic was most likely interpreted as part of the reported complaint. It is unknown if a qualified product combination was used. The IFU instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the intraocular lens was in the charger but would not advance, resulting in scratches. The procedure was completed with the backup lens. There was no patient contact and no patient harm. Additional information has been requested.